Manufacturer narrative:
Field service engineer (fse) found that the table had not completed the power-on sequence and no movements possible with hand or foot control. Fse power cycled the table and the table powered up correctly. Fse verified 5v and 24v power supplies and then verified proper operation per the hut dr service manual. Fse completed service checklist (B)(4) and returned the fully functional unit to service.

Event description:
(B)(6) 2012 customer reported via phone system would not boot up for procedures. Patient procedures were cancelled and rescheduled due to the fact that they do not have backup capabilities.